Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a blurry image. The issue occurred during preparation for use. There were no reports of patient harm.

Event description:
The procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Please see also section b5 for additional information ( updates). A service inspection was performed, and the device underwent a visual inspection and functional tests. Device evaluation noted the reported blurry image was not duplicated , however, device evaluation found noise in image due to faulty charge coupled device (ccd). Additionally, puncture on cable and failed leak test were identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty ccd. The definitive root cause cannot be identified. Olympus will continue to monitor field performance for this device.